Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not disconnect properly and used a wrong technique. The peritonitis was manifested by the patient feeling sick and weak. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal injection of vancomycin 2 grams every four days. Dianeal therapy was ongoing. The patient was discharged nine days after admission. At the time of this report the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.